Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "I had surgery. I ended up coding, and they had to use cardiopulmonary resuscitation. I'm wondering why the pacemaker didn't kick in". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.